Event description:
The account stated that the architect c8000 analyzer has generated discrepant sodium (na) potassium (k) and chloride (cl) results on a patient sample. Na: 103.4 (initial result), re run: 107.0 mmol/l ((B)(6) 2010), 136.5 mmol/l ((B)(6) 2010). K: 3.41 (initial result), re run: 3.42 mmol/l ((B)(6) 2010), 4.21 mmol/l ((B)(6) 2010). Cl: 93.9 (initial result), re run: 94.7 mmol/l ((B)(6) 2010), 101.3 mmol/l ((B)(6) 2010). The account stated the results are discrepant within 2 days of testing for the same patient. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Results: cause of discrepant results is unknown. An abbott support person checked the instrument and ran precision which passed. No further information was documented. Tracking and trending showed no systemic issue with the c8000. The architect system operations manual provides adequate troubleshooting assistance for erratic results, poor precision for ict results with multiple probable causes and corrective actions. Based on the information provided no deficiency can be identified.